Event description:
It was reported that during a case, the rotational adapter was inaccurate even after recalibrating the device.

Event description:
It was reported that during a case, the rotational adapter was inaccurate even after recalibrating the device.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.